Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose ranged between 370 mg/dl and 400 mg/dl. Reportedly, the pump supplies were changed and the alarm was cleared and insulin delivery was resumed.